Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The customer did not retain the lot number which determines the date of manufacture.

Event description:
Customer reports that cuff leak. Cuff had hole. The tube was removed and replaced. There was no patient harm. The device will be returned for evaluation.